Event description:
Kiss zh, doig-beyaert k, eliasziw m, tsui j, haffenden a, suchowersky o. The canadian multicentre study of deep brain stimulation for cervical dystonia. Brain. 2007; 130(pt 11): 2879-2886. This article describes a study involving bilateral gpi deep brain stimulation in 10 pts with severe, chronic, medication-resistant cervical dystonia. One pt with bilateral dbs for dystonia had dysarthria post-operatively that resolved with a change in stimulation paramaters.

Manufacturer narrative:
This report is being submitted following an internal audit.